Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. When the generator powered on, it initialized and displayed the software application. The touchscreen was unresponsive and did not respond to tactile input it was observed the reported issue was resolved upon returning the original upper assembly. The root cause was isolated to an intermittent upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was successfully isolated to abnormal functionality of the microprocessor within the upper assembly.

Event description:
During the procedure, the touch screen of the generator was unable to get past the main menu screen. The system was unplugged and re-plugged in, but the issue persisted. The procedure was cancelled due to this issue. There were no adverse patient consequences. The generator will be sent in for repair to resolve the issue.